Event description:
Info received indicates while the pt was in bed, the bed started to move up and down without anyone touching the controls and stopped at the highest level, as witnessed by a staff member. Pt was moved to another bed and bed with malfunction was taken out of service. There was no harm to pt or staff. The accounts service vendor evaluated the bed and found a short circuit in the control panel. The bed was not returned to service.

Manufacturer narrative:
The hill-rom field technician could not perform an inspection as the account had discarded the bed.